Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure / the right essure was also noted to be perforated through the fallopian tube but with no adhesions') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, paratubal cyst, chronic cervicitis, adhesion, adenomyosis, leiomyoma nos and corpus luteum cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy removal ovarian cyst laparoscopic). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure/the right essure was also noted to be perforated through the fallopian tube but with no adhesions') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, paratubal cyst, chronic cervicitis, adhesion, adenomyosis, leiomyoma nos and corpus luteum cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, saplingectomy removal ovarian cyst laproscopic). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.